Event description:
Allegedly, based on the x-ray, it appears that the revision is possibly due to poly wear of the acetabular insert after more than 20 years after implantation.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.